Event description:
It was reported that the patient has experienced breakthrough seizures that were assessed as "possibly related to stimulation/device." It was noted that the vns settings were adjusted, and the event outcome was noted to be recovered/resolved. No additional relevant information has been received to date.